Event description:
It was reported by a nurse that the external pulse generator (epg) had a "complete failure." Follow-up was attempted to gather additional information about the event but was unsuccessful. The status of the device is unknown. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).